Manufacturer narrative:
The smart control was taken out of the package and the locking pin was noted to be lose in the package. One non sterile unit of smart control 6x40mm was received coiled in a plastic bag. Outer sheath was kinked at 3.6 cm and at 5.2 cm from ID band, and at 3.6 cm from brite tip. Locking pin and stent were received in a separate bag along with the unit. No other discrepancies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Locking pin was put in the correct place in the handle and it works properly, no discrepancies were found. The loose-not snapped in place, reported by the customer was confirmed as the locking pin was received in a separate bag; however, no discrepancies were found during the functional analysis. The exact cause of the separation of the locking pin could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds. Procedural and handling factors may contribute to failure as reported. The exact cause of the kinked condition found during visual analysis could not be conclusively determined; however it could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
A smart control was taken out of the package and the locking pin was found already off of the handle. Therefore, a new smart control was opened and the procedure was completed. The product was not clinically used.